Event description:
The surgeon, reported to the sales rep, that during surgery two smart toe implants did not work. The surgeon reported that the proximal end did not open on both of the implants.

Manufacturer narrative:
Device not returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.